Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose levels. Mother stated that her daughter suffered diabetic ketoacidosis and had a high blood glucose reading of 370 mg/dl. Mother stated that the customer entered the carbs in her food and her blood glucose levels went from 230 mg/dl to 370 mg/dl in an hour. The insulin pump did not allow the customer to take more insulin and the customers blood glucose levels continued to increase. Customer felt sickness and symptoms of diabetic ketoacidosis. Mother stated that the customer has been in the hospital three times now and her blood glucose levels keep increasing when on the device. Customer is currently on IV per doctor's instruction. No further information reported.